Event description:
Reporter initially noted chamber collapsing, due to insufficient pressure. Additional info received 2003 and 2004: noted incision was enlarged with no improvement. However, surgeon did not consider this intervention. Pt did well; posterior capsule intact. Corneal striae noted one day post-op. Prognosis: excellent. Feels this could cause injury if it recurs.